Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, a completed seal cycle end tone was observed and upon c utting/dividing the sealed vessel there was bleeding. It appeared as though the blade was cutting further than the seal the surgeon had to suture one area to stop the bleeding, but used a device for the remainder of the case. The surgeon would not fully squeeze the cut trigger and instead only a little bit to ensure the seal was longer than the cutting feature. There was no regrasp alert but there was energy delivery noted. There was minor bleeding of vessels that were not completely sealed with the device. It was used on short gastric arteries and did not appear any thicker than usual. No cleaning was performed because it was only used for a about 4 to 5 seals, plus the device has nano coating and shouldn¿t need to be cleaned often. There was no replacement of the generator or the device. The surgeon was able to finish the case using the same device and generator. He just wouldn¿t fully squeeze the cut trigger after the seal cycle complete tone was heard so that the knife did not travel fully on the knife track. Generator's software at the time of the case was 4.1. Amount of blood loss was not documented as the surgeon was able to stop the bleeding during the case relatively quickly. The patient needed to be readmitted into the hospital due to the incident. The surgeon had to give a unit of blood once the patient was readmitted and give two additional units and continued to monitor the patient. Patient was eventually discharged with three total units of blood given. Patient is doing well.

Manufacturer narrative:
Concomitant medical products: lf1937, jaw lap lf1937 ligasure, (B)(6), 37cm (lot#22500186x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, there were two occasions that a completed seal cycle an end tone was observed and upon cutting/dividing the sealed vessel there was bleeding. It appeared as though the blade was cutting further than the seal. The surgeon had to suture one area to stop the bleeding but used the ligasure for the remainder of the case. The surgeon would not fully squeeze the cut trigger and instead only a little bit to ensure the seal was longer than the cutting feature. There was no re-grasp alert but, there was energy delivery noted. There was minor bleeding of vessels that were not completely sealed with the device. It was used on short gastric arteries and did not appear any thicker than usual. No cleaning was performed because it was only used for a about 4 to 5 seals, plus the device had nano coating and should not need to be cleaned often. There was no replacement of the generator or the device. The surgeon was able to finish the case using the same device and generator. He just would not fully squeeze the cut trigger after the seal cycle complete tone was heard so that the knife did not travel fully on the knife track. Generator's software at the time of the case was 4.1. Amount of blood loss was not documented as the surgeon was able to stop the bleeding during the case relatively quickly. The patient needed to be readmitted into the hospital due to the incident. The surgeon had to give a unit of blood once the patient was readmitted and give two additional units and continued to monitor the patient. Patient was eventually discharged with 3 total units of blood given. Patient is doing well.